Event description:
It was reported that during a ptcra procedure, involving a calcified and 90% stenotic lesion in the lad artery, the wire fractured. The physician was ablating with a 1.75mm burr when it was noted that the wire had fractured in the septal branch of the lad. No attempt was made at retrieval and the tip of the wire remains in the pt. Pt status was listed as "stable".